Manufacturer narrative:
(B)(4). Approximate age of device ¿ 24 days (calculated from date issued / date of pump implant). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low speed alarm, presented to the out patient department for evaluation, and was admitted to the hospital. The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided system controller log file, which showed that a momentary pump stop occurred on (B)(6) 2015. On (B)(6) 2015, the customer reported that another pump stop occurred. A second log file was submitted and review showed a momentary pump stop. Technical services reported that both of the momentary pump stoppages appeared to have been caused by a high current event. Additionally, frequent pulsatility index events along with occasional power elevations were also noted in the log file. The patient's system controller was exchanged. No further events have been reported subsequent to the system controller exchange.

Manufacturer narrative:
The reported incident of low speed and pump stoppage was confirmed with the data that was retrieved from the returned system controller. The log file captured motor stopped events on (B)(6). The pump speed value recovered to the set speed value within the same minute and also during the event, the pump power value was captured up to 14 watts. The pump power values ranged from 4.4 to 14 watts and the flow estimation values ranged from 3.8 to 12 lpm. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history or change in the pump power value. No functional issue was identified during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.